Event description:
Boston scientific received information that this patient was hospitalized due to dizzy spells. A review of the electrograms revealed right ventricular (rv) loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information regarding this incident was not able to be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that the output was increased and resolved the loss of capture. No adverse patient effects were reported.